Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿. However, a specific bg value was not provided. Reportedly, the pump battery couldn't charge. Resulting in the pump to shutting down. The customer was using a non-tandem charging cable. The customer was able to successfully charge the pump with a tandem-provided usb cable. Manual insulin injections were administered to address bg level.